Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue. Therapy was restored.